Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, at the start of the surgery the two reported device had air or gas leaked from the seal. The device seal was physically broken. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, cannula and envelope seal and circular seal appeared intact. Pmv performed functional testing; the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. The trocar was disassembled to measure weld height, the weld height was in spec. (.250 +/- .005). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.